Manufacturer narrative:
This report is being supplemented to correct h6 investigation conclusions. A root cause of the reported phenomenon could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide updates to d9 and h3. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "15-20 minute of delay of the procedure occurred", the phenomenon "front panel blinks", and the phenomenon " error code e11" occurred due to due to defect in optical filter assembly. However, the root cause of the phenomenon's could not be specified. Additionally, a specific root cause of the phenomenon "the image becomes green" could not be identified from the information received. In addition, the following non-reportable malfunctions were found during the device evaluation: noise/lines in the image, deformed flat cable, dust inside the equipment, rusted screws on chassis. Corroded top cover, and burn marks/pins deformed on digital visual interface -port. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the front panel light-emitting diode¿s (led¿s) on the video system center were blinking continuously in intermittent phases and the image became green and unable to visualize mucosa. The procedure was delayed fifteen to twenty minutes. The procedure was completed using another similar device. There was no health impact on the patient and no further patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide an update to the d9 field.